Event description:
The customer alleged ventilator became inoperative while in pt use. No pt harm. Unit will not be returned for eval. Therefore, root cause cannot be determined. Npb feel this matter is closed.